Manufacturer narrative:
E1 address- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had dims/ dark image. The issue was found during a service/ maintenance. There were no reports of patient involvement.